Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on two patients. The results provided were: on (B)(6) 2020 pt#1 initial = 41.8u/ml / retest = 8.4u/ml; pt#2 initial = 55.1 / retest = 22.5u/ml. There was no available patient information. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 08001m800, and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Customer field data was used to assess the overall performance of reagent lot 08001m800 in the field. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent, lot 08001m800.